Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the ups was requried to be replaced. Once replaced, the imaging system then passed the system checkout and was found to be fully functional. No devices were returned to medtronic for analysis. Concomitant medical products: other relevant device(s) are: product ID: bi71000481. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that the mobile view station (mvs) is turning off quickly when the system is moved. There was no patient present when this issue occurred.